Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was not cutting properly. The drive roller and bearings have been replaced and the calibration and tests with provision of a sample have been successfully completed. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated or corrected: the customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed of skin graft mesher noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated this skin graft mesher one time. The last repair was on october 18, 2016 where it was reported that handle stuck in the mesher and the rollers, bearings and crank pinions were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed of skin graft mesher 1.5:1 ratio cutter, noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated the skin graft mesher 1.5:1 ratio cutter one time. The last evaluation was on october 18, 2016 where the cutter was sent with the skin graft mesher and cutter functioned as intended. The device history record (DHR) and previous repair report reviewed of skin graft mesher 2:1 ratio cutter noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated the skin graft mesher 2:1 ratio cutter one time. The last evaluation was on october 18, 2016 where the cutter was sent with skin graft mesher serial number (B)(4) and cutter functioned as intended. The device history record (DHR) and previous repair report reviewed of skin graft mesher 3:1 ratio cutter noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated skin graft mesher 3:1 ratio cutter one time. The last evaluation was on october 18, 2016 where the cutter was sent with skin graft mesher serial number (B)(4) and cutter functioned as intended. Initial qa inspection of the skin graft mesher by medicrea revealed that the bottom roller and washers failed. The technician noted that the device calibration was out of specifications and the 4:1 ratio cutter passed zimmer test criteria. The 1.5:1 ratio cutter no longer cuts correctly and must be replaced and failed to produce a test cut. It was also noted wear on both 2:1 ratio cutter, 3:1 ratio cutter and must be monitored and both cutters failed to produce zimmer test cut criteria. Repair of the skin graft mesher was performed by medicrea which included replacement of the roller and bearing washer kit. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since the device was returned to medicrea facility for annual preventive maintenance and during initial inspection the technician noted that the 2:1 ratio cutter, 3:1 ratio cutter, 1.5:1 ratio cutter failed zimmer test criteria. It was also noted that the bottom roller and washers failed. The root cause of the reported event was that the device required annual preventive maintenance as the previous repair was on october 18, 2016. The root cause of the cutters failed zimmer test criteria cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The root cause of the reported event was that the device required annual preventive maintenance as the previous repair was on october 18, 2016. The root cause of the cutters failed zimmer test criteria cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.